Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This ra lead was surgically abandoned and was replaced with a new lead. This ra lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.